Event description:
Equipment malfunction while removing the appendiceal orifice polyp with the ovesco colonic ftrd set from the patient, there was a potential malfunction of the disposable instrument of the bear claw on distal end of scope. As a result, the colon required additional attention due to a perforation. Upon removal of ovesco from patient, it was determined that the claw was still attached and did not clamp as intended.